Event description:
It was reported that a spectrum infusion pump failed downstream occlusion test at 24 psi (pounds per square inch) puring testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: the device was received for evaluation. During functional testing, the reported problem "pump failing downstream occlusion test at 24 psi" was not reproduced. The device was tested for downstream occlusion detection and passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.